Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose and tubing issues. The customer's blood glucose was 48 mg/dl at the time of incident. The customer stated that her blood glucose went up to 256 mg/dl after eating. The customer stated that her blood glucose went down to 100 mg/dl after giving herself insulin. The customer stated that her blood glucose went up to 370 mg/dl after not covering an evening meal. The customer stated that her tubing was screwed up and she could not get her blood glucose under control. The insulin pump will not be returned for analysis.